Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise. The noise could not be reproduced with isometrics. All electrical measurements were within normal product specifications. The device was reprogrammed and the patient would be monitored.